Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt a sudden shocking sensation in different places one day, while they were in bed, and had not felt it again. No falls/trauma were related to the issue. The patient later reported they saw a manufacturer representative (rep) on (B)(6) 2016 at the healthcare provider (hcp) office. The implantable neurostimulator (ins) was tested, everything was working fine, and the issue was resolved. See MFR report number: 3004209178-2016-09505

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.